Event description:
The customer reported the left and right user interface intermittently is dark during a boot up procedure. It periodically jitters and is not operable. If the right interface doesn't boot up nevertheless it is possible to operate the left user interface.

Manufacturer narrative:
The ge service rep changed the left and right user interface. He also completed a software upgrade. He also checked the connection cables between the user interface and the ipc.